Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400 (mg/dl) for 2 weeks. Customer administered correction boluses with the pump to treat bg levels. Recommendation was made to consult with health care provider (hcp) to discuss diabetes management. Contact indicated that customer will be seeing hcp in two weeks. Tandem technical support encouraged contact to call back for troubleshooting of future bg events.